Manufacturer narrative:
Unable to prime the insulin pump due to a faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion and motor tests. No motor error alarm noted. Programmed basal rates and boluses delivered and recorded properly in the daily total history. No history anomaly observed during analysis. A scratched display window noted.

Event description:
Customer reported that he had unexplained high blood glucose, the insulin pump was alarming motor error. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.